Event description:
Information received indicates the patient got out of bed; alarm was set but did not alarm. The patient fell to the floor. The patient was x-rayed but no injury was found.

Manufacturer narrative:
The hill-rom field technician found the patient in bed with the bed exit set. The nurse had the patient lean to one side and the alarm activated. The technician found the bed had a solid service wrench on the left siderail and he had the bed taken out of service. He rechecked all of the bed exit alarms and no problem was found. The service wrench was from low battery power. No problems found with bed.